Event description:
Headsurgeon reports via our sales rep, that the nail broke 5 weeks after implantation.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.